Manufacturer narrative:
(B)(4). Date sent: 05/18/2021. Medical opinion per ethicon medical safety officer: the case in question involves a ¿will not fire¿ for a cdh29p powered echelon circular stapler. In the event description, it was related that the patient had received neoadjuvant chemoradiation and that ¿the rectum had to be dissected very deeply¿, implying a very low planned anastomosis and that the surgeon anticipated a difficult procedure. When inserted, the device would not fire and was replaced. It is unclear if the surgeon removed and replaced the anvil or left the anvil in place to be used with the replacement stapler. When a powered circular stapler will not fire the surgeon can mitigate the issue by detaching the anvil, pulling the stapler out of the rectum, placing a new stapler, attaching the previously placed anvil and then firing the stapler. When dealt with in this manner, the device issue should not result in or increase the risk of an anastomotic leak. In this case, the patient had undergone neoadjuvant chemoradiation and it appears that, per the surgeon, a very low and difficult anastomosis was attempted. In addition, it is not known if the surgeon left the anvil in situ or replaced it. Based upon the available information, it is not believed that the product issue directly caused the adverse event in the complaint. H11: corrected data = device analysis the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. When the battery was installed, a green checkmark was not present, confirming that the device was not fired. Attempts to fire the device in the lab were unsuccessful, confirming the experience. When the shrouds were removed for investigation, the motor connector was observed disconnected. Upon reseating the motor connector, the device fired with no further issue. No conclusion could be reached as to what may have caused the failure of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2021. D4: batch # u5ck0d. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. When the battery was installed, a green checkmark was not present, confirming that the device was not fired. Attempts to fire the device in the lab were unsuccessful, confirming the experience. When the shrouds were removed for investigation, the motor connector was observed disconnected. Upon reseating the motor connector, the device fired with no further issue. No conclusion could be reached as to what may have caused the failure of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: postoperatively no abnormalities, the patient is doing well under the circumstances. No further additional information available.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? If the cdh29p device was not triggered, how did this lead to the decision to create the stoma? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/ her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? What is the current patient status?

Event description:
It was reported that the system has not triggered. A stoma creation was performed. Procedure was a lap rectum.

Manufacturer narrative:
(B)(4). Date sent: 04/21/2021. Additional information received: the patient's general diagnosis was already very critical (radiation, chemotherapy). The rectum had to be dissected very deeply. A anastomosis was very difficult to achieve. Due to the fact that the first circular stapler did not work, the staple suture was already very stressed when the mandrel was pulled out. After a new cdh29p could be placed and triggered, the leakage test was performed. During the leakage test a leakage was detected and it was decided to create a stoma. The surgeon was knew from the beginning that he had to plan this step for this patient.